Event description:
Customer reported that: explant of a non functioning vp shunt. Patient was referred in by his ophthalmologist after she noted papilledema on his exam which would be concerning for hydrocephalus. He has a history of shunted hydrocephalus. The patient has been asymptomatic. In the ed a shunt series was obtained. In the ed neurosurgery was consulted. They recommended a shunt series and imaging of his brain. Shunt series was concerning for some possible discontinuity of the shunt. Neurosurgery evaluated the patient in the ed and recommended admission to their service. MRI brain shunt protocol was also obtained which revealed interval increased size of the ventricular system with papilledema, increased csf surrounding the optic nerves, and the shunt catheter concerning for shunt malfunction. Patient was admitted in stable condition to the neurosurgery service. Vp shunt catheter disconnected distal to valve with no proximal flow; both proximal and distal portions of vp shunt exchanged with new codman valve set at 100.

Manufacturer narrative:
A follow up report is being filed as a result of a completed investigation that confirmed that the valve returned with a ventricular catheter and a reservoir that was still assembled is a non-codman valve. The non codman valve was returned to the customer per their request. The ventricular catheter and reservoir were both tested for flow and no difficulties were found. Additionally, there were no visual damages observed. Since the lot number provided was invalid, a review of the device history records could not be conducted. This complaint could not be verified. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.